Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device testing showed that upon power up, the device gave an "error code 1210". The pump was opened for internal examination; this showed the real time clock battery had become disconnected at one of the battery tabs. The rtc battery was replaced to address this issue. The cause of the disconnect at this battery tab was not established.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was giving an error message. The patient switched to back up pump. It was reported that the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.